Event description:
A remstar plus c-flex device was returned to a third-party service center as part of the uno recall process with no initial alleged complaint. During the evaluation of the device, the service technician observed deteriorated foam. Additionally, the service technician noted dust, dirt contamination and error code e-66 (err_stuck_encoder_b) present. The device was scrapped by the service center after the evaluation was completed.